Event description:
Philips received a complaint from the customer on the v60 indicating that the device has experienced repeated carbon dioxide inhalation. It was reported there was no patient involvement at the time the issue was discovered. There was no patient impact or harm noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed the rse that they experienced repeated carbon dioxide inhalation in a similar period of time. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution name, phone, reporter phone number: (B)(6).

Manufacturer narrative:
Per a good faith effort (gfe) response, it was confirmed that the customer refused service and repair due to the battery being out of warranty. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.